Event description:
Customer reportedly received results of 460 mg/dl and 125 mg/dl within 10 minutes on the aviva system. Customer also reportedly received results of 367 mg/dl and 123 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.